Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn. The activity(ies) occurred before the loss of communication began by getting the pump error. The customer confirmed the transmitter serial number is programmed on the manage devices screen. The pump is in the process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.